Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that a 1 patient with arrhythmogenic right ventricular dysplasia/cardiomyopathy with fibrofatty degeneration of the myocardium underwent radiofrequency ablation and suffered transient ischemic attack. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿myocardial voltage ratio in arrhythmogenic right ventricular dysplasia/cardiomyopathy.¿ the purpose of this study was to analyze the influence of scar distribution between the endocardium and the epicardium in patients with arrhythmogenic right ventricular dysplasia/cardiomyopathy. The study was conducted between 2008 and 2015. Suspect device is a 3.5-mm irrigated-tip catheter thermocool ablation catheter, however catalog and lot numbers are unknown.